Event description:
The initial reporter stated they received a questionable result for one patient sample tested with elecsys troponin t hs stat on a cobas e411 rack. The result did not agree with the patient's clinical history. The sample resulted in a troponin t value of 131 pg/ml when tested on the e411 analyzer. The sample was tested for troponin I on an abbott architect analyzer on (B)(6) 2023, resulting in a troponin I value of 3 pg/ml. The customer treated the sample in a heterophilic antibody-blocking tube and repeated troponin t testing. The result was decreased. No specific data was provided.

Manufacturer narrative:
The e411 analyzer serial number is (B)(6). The patient's sample was provided for investigation. The investigation is ongoing.

Manufacturer narrative:
Sample from the patient was investigated using a cobas e 801. The troponin t hs result was 149 pg/ml and the troponin I result was less than the measuring range of the assay. Using size exclusion chromatography (sec), it was determined there was a high molecular weight interferent in the sample. This interference is documented in product labeling for the assay- "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." There was no malfunction of the device.